Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Based on the information received upon the return of the meter, serial # in section d4 and device manufacture date in section h4 have been updated. Additionally, the brand name in section d1, common device name in section d2, contact office-manufcaturing site in section g1, labeled for single use in section h5, and component code were corrected to reflect the meter information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured in (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer from australia reported that he obtained blood glucose readings between 17 mmol/l and 4 mmol/l within minutes with the contour next link 2.4 meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.